Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the end user alleges the unit is not putting out air any longer. The performed evaluation has shown piston failure in the compressor.